Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert on the pump, with sensor glucose dropping from 127 mg/dl to 60 mg/dl over about 10 minutes while the user was lying down, and the event was considered a potential compression-related low. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose after oral carbohydrate treatment with juice and no hospitalization. Investigation included troubleshooting and education with review of device history and event context. Investigation of this case revealed no confirmed device malfunction and suggested a compression-induced sensor artifact as a plausible contributor, with effective resolution through standard hypoglycemia treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.